Event description:
Reporter alleged blood glucose measured 284 mg/dl back to back with a result of 144 mg/dl, when testing was performed 2 minutes apart. Customer stated previously obtaining a similar reading and dosed insulin as a result, however, 2 hours afterwards had to self treat with juice. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.